Event description:
Child had infusaport removed in (B)(6) 2015, parents felt something under his skin and reported to us in (B)(6) 2018. A metal piece of the port was surgically removed on (B)(6) 2018. This is a piece of the port that is not detachable.